Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause could not be determined. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 21:30:44. During night drain cycle two, the patient's ultrafiltration reading was 27478ml, indicating the home patient drained 27478ml more than their maximum programmed fill volume of 2000ml. No further information was available.